Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer's pump belt clip was broken, battery life lasts less than 7 days, and the customer received no delivery alerts. The customer reported no adverse event. The event involved product(s) mmt-1715k, mmt-397a, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1715k. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed active current test, sleep current test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Self test failed. No unexpected insulin flow blocked alarms noted during testing. Successfully downloaded history files and traces using thus. No delivery occurred on 06/13/2025 08:27:30.000 during rewind, 06/13/2025 08:28:29.000 during bolus and 06/13/2025 08:30:34.000 during bolus. Pump error 63 alarmed during self test and was confirmed in the formatted history file (variableinfo = 3) file number = 37 line number = 367 on 06/13/2025 08:32:04.000. Per software engineer log it was determined that pump error 63 was due to hardware issue with the ambient light failure. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 04/13/2025 16:41:00, 03/08/2025 06:52:00 and 01/29/2025 06:16:00. No unexpected low battery alerts listed in the pump trace download. Battery cycle 43.0 received the lowbatteryalert (104) on 04/13/2025 16:41:00 after more than 7 days at 36.41 days. Battery cycle 42.0 received the lowbatteryalert (104) on 03/08/2025 06:52:00 after more than 7 days at 38.01 days. Battery cycle 41.0 received the lowbatteryalert (104) on 01/29/2025 06:16:00 after more than 7 days at 37.0 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found broken trace in the keypad assembly and moisture damage on pcba 1, pcba 2, force sensor and motor. The pump p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched case and label damage (stained). Cosmetic damage was not confirmed at the belt clip rail, however, other cosmetic damage were noted. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. No delivery/occlusion alarm, unexpected insulin flow blocked alarm, unexpected battery power loss and charge/battery lasts less than expected were not confirmed. Pump error 63 alarmed during self test and was confirmed in the formatted history files (variableinfo = 3) due to broken trace at pin#6 (sda)/pin#1 (vdd) at u1 keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.